Manufacturer narrative:
(B)(4). Date sent: 10/07/2025. D4: batch #385d06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60w reload present. The gst60w reload was received partially fired 1/16 and with the one-piece sled not properly installed, as it was not properly aligned with the reload rails. No functional test was performed due to the condition of the reload. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Although no conclusion could be reached on how the one-piece sled was incorrectly installed on the reload, it is possible that manipulation of the reload could have caused the sled to fall and in an attempt to install the sled, it was incorrectly placed on the reload. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 385d06, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.